Event description:
Baby about (B)(6) weeks. PICC line placed with statseal disc on site for uncontrolled bleeding last week shortly after delivery. Four (4) days after statseal disc was applied, the dressing was removed. "Deep pressure injury, embedded into the tissue" was discovered. "The statseal disc did what it was supposed to with top powder crumbled and rest fell off with saline". Wound was cleaned. Bacitracin and vigilana (hydrocolloid) dressing applied. Wound doing well today.